Event description:
It was reported that the system was explanted for an MRI.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v699552, implanted: (B)(6) 2011, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.